Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information was obtained for this complaint: the reported adverse event occurred with another device type; (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the ok, up and down arrow keypad buttons were reportedly under-responsive. The patient reportedly experienced a blood glucose (bg) measurement of 33mmol/l with extreme thirst and dry mouth. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged issue with keypad buttons.

Manufacturer narrative:
Follow up #2 submitted date: 08/17/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated by product analysis on 07/20/2017 with the following findings: the keypad is undamaged, all buttons have intermittent response. The keypad cover was removed and revealed all the keypad button contact were flattened and difficult to press.